Manufacturer narrative:
(B)(4).

Event description:
It was reported that high frequency noise resulting in inhibition of pacing was observed. Myopotential oversensing was suspected. The device was reprogrammed. The patient condition was stable at all times.